Event description:
New information received: a chest x-ray was completed and the film revealed that slack had been lost on the right ventricular lead but the lead remained in the ventricle.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic remotely via merlin.net transmission. The transmission exhibited an alert on (B)(6) 2020 for high pacing lead impedance on the right ventricular lead. It was noted that the right ventricular lead impedance had been trending upward over the last year. The patient did not report any symptoms associated with this issue. The physician opted to continue to monitor the patient and no plans for intervention were made at this time.

Event description:
Related manufacturer reference number: 2017865-2020-13611 new information indicated the leads were explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Analysis complete. No device problem found.